Event description:
It was reported that the device had moved several times and was rubbing against the pt's bone. The pt noted it had also been repositioned several times. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).